Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 451 mg/dl. The customer reported the last three day¿s readings have been irregular. The customer reported blood glucose ranges from 90 mg/d to 265 mg/d, but the blood glucose level at the time of the incident was 178 mg/dl. The customer had no symptoms. The customer treated the high blood glucose level with the insulin pump and manual injection. The current blood glucose level was 450 m g/dl. The customer did troubleshoot the issue and found air bubbles in the infusion set tubing. The infusion set will not be returned for analysis.